Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was subsequently removed from service due to the out of range impedance measurements, no capture and no sensing. This product issue will be updated should further information be provided.

Event description:
Additional information was provided that the increased rv impedances had been gradual. It was noted that the patient was brought in for lead testing and was functioning fine with all measurements reported to be within normal limits and the patient is 0% rv paced. The physician was electing to continue monitoring the patient at this time. Technical services (ts) encouraged troubleshooting options. No adverse patient effects were reported.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. The alert was discussed with the patient's clinic. No adverse patient effects were reported.